Event description:
On 11/3/97, rptr performed surgery using the instrument. At the time of the surgery, the device was noted to malfunction, failing to properly form staples. This failure was observed laparoscopically, and was confirmed on the tape recorded at the surgery. This led to the occurrence of a leaking staple line in a critical location, and the necessity to perform open laparotomy, in an effort to correct the defect. At this surgery, rptr recovered staples which were completely unformed, as well as many add'l partially formed and distorted staples. Despite efforts at repair, the staple line again broke down, leading to post-operative leakage, early sepsis, intraabdominal contamination, and the necessity for re-exploratory surgery and drainage. The opposite staple line (the device simultaneously forms two such lines), on the lower stomach appeared satisfactory at exploration, and on initial CT scan, but has subsequently broken down also. The pt faces a protracted course, major continuing risk of infection and sepsis, and possible long-term or life threatening consequences. Rptr has made extensive use of this device, since july 1997, and has performed approximately 3000 applications since that time- rptr is quite familiar with its appropriate use, and tecniques of application. During approximately the last month, rptr (two experienced surgeons) have experienced multiple failures, with improperly crimped staples and failed staple lines, at least 75% of cases where these devices were used had at least one observed failure. In some instances, open laparotomy conversion was necessary, to correct the resultant defects. Rptr has returned the involved staplers to the MFR, together with samples of uncrimped staples recovered at laparotomy, and the primary videotapes from the procedures, showing the malfunction and the visibly uncrimped staples. To date rptr has received no communication or advice from the MFR. In each instance, rptr has removed all devices with the same lot number from use at facility, and has returned them to the MFR. Rptr has now experienced similar defective function with at least 3 different lots of cartridges. To rptr, this indicates either an inherent defect, or a deterioration in the quality of recently mfg cartridges. Rptr has communicated their concerns to the MFR as well, but am concerned lest these clearly defective devices continue to be used, leading to add'l injuries.